Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. No button error alarm or other error alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a stripped battery cap coin slot.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 370 mg/dl. The customer stated that the insulin pump may have been exposed to dust, although it had never been wet. No other significant events leading to the alarm were observed. The customer's father also reported that the insulin pump had a scratched screen and stripped battery cap from wear and tear. He was unable to remove the battery cap as a result. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.